Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery voltage is decreasing rapidly. This was confirmed via engineer analysis of memory data. The device remains implanted; increased follow-up frequency of every 3 months was recommended, as the device is projected to reach a battery status of elective replacement indicated (eri) within the year.